Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 15-apr-2016: legal claim was received for this patient; this case is considered potential legal from this date forward. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed, spontaneous case refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and immediately after insertion she had chronic pelvic pain and constant bleeding for 3 weeks (interpreted as post-procedural bleeding). At 3-month hysterosalpingogram (hsg), it was noticed that right essure had migrated. After hsg test, she continued to bleed from there on (interpreted as post procedural bleeding). She underwent a partial hysterectomy and during surgery it was noticed that the right coil had lodged in her colon (device dislocation) and left coil was embedded into her uterus (device embedded). All these events are serious due to their medical importance and pelvic pain is also serious due to required intervention. All these events are listed in the reference safety information for essure. In this particular case, the temporal relationship between all events and essure therapy or essure procedure is compatible. Considering the suggestive temporal relationship, nature of events and lack of alternative explanation, all these events are assessed as related to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 21-aug-2015. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pelvic pain"), embedded device ("left essure was barely hanging off of the fallopian tube & was embedded into my uterus"), device dislocation ("right side had migrated/ coil was located somewhere between my abdominal wall and my bladder / had lodged into my colon"), the first episode of post procedural haemorrhage ("constant bleeding / I bled for 3 weeks (immediately after insertion)") and the second episode of post procedural haemorrhage ("continued to bleed after hsg test from there on") in an adult female patient who had essure (batch no. B60762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: lidocaine, codeine and epinephrine. Past adverse reactions to the above products included nausea with codeine. Concomitant products included medroxyprogesterone acetate (depo progevera). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced the first episode of post procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced the second episode of post procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("occasional spotting"), procedural pain ("the hsg test was exaustingly painful during & after"), abdominal pain ("chronic, stabbing pelvic & abdominal pain radiating to my lower back & hips"), depression ("severe depression"), fatigue ("severe fatigue"), amnesia ("memory loss"), feeling abnormal ("brain fog"), sluggishness ("feeling sluggish"), hypertension ("high blood pressure") and gastrointestinal disorder ("colon/bowel type of issue"). The patient was treated with surgery (partial hysterectomy procedure done on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, device dislocation, procedural pain, abdominal pain, sluggishness and gastrointestinal disorder outcome was unknown, the last episode of post procedural haemorrhage, vaginal haemorrhage, depression, fatigue and hypertension had resolved and the amnesia and feeling abnormal was resolving. The reporter considered abdominal pain, amnesia, depression, device dislocation, embedded device, fatigue, feeling abnormal, gastrointestinal disorder, hypertension, pelvic pain, procedural pain, sluggishness, vaginal haemorrhage, the first episode of post procedural haemorrhage and the second episode of post procedural haemorrhage to be related to essure. The reporter commented: during essure insertion, both ostia were identified. The cavity appeared normal. The essure device guidewire was placed in the right fallopian tube. The guide wire was pulled back until the gold band was visualized, button was pushed and the wheel was dilated back again until it stopped. Coils were released. They waited for few seconds to allow the coil to completely unwind and the guide wire was removed. Three loops of the coil were noted protruding from the right fallopian tube into the uterine cavity. The hysteroscope was then directed towards the left tubal os and the exact same procedure was performed on this side and again three coils was noted protruding into the uterine cavity upon removing guide wire. Since the essure removal she had, at the time of report, a colon bowel type of issue that the doctors were still trying to figure out, but most likely from the essure that was lodged into her colon for months before removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: left side was blocked but the right had migrated nuclear magnetic resonance imaging - in 2014: it was between abdominal wall and bladder on (B)(6) 2014, the cavity appeared normal. Three loops of the right coil were noted protruding from the right fallopian tube into the uterine cavity. Three loops of left coils was noted protruding into the uterine cavity. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: physician added as reporter (case medically confirmed). Lot number, information from procedure and age group added. Company causality comment: this medically confirmed, spontaneous case refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and immediately after insertion she had chronic pelvic pain and constant bleeding for 3 weeks (interpreted as post-procedural bleeding). At 3-month hysterosalpingogram (hsg), it was noticed that right essure had migrated. After hsg test, she continued to bleed from there on (interpreted as post procedural bleeding). She underwent a partial hysterectomy in 2014 and during surgery it was noticed that the right coil had lodged in her colon (device dislocation) and left coil was embedded into her uterus (device embedded). In this particular case, the temporal relationship between all events and essure therapy or essure procedure is compatible. Considering the suggestive temporal relationship, nature of events and lack of alternative explanation, all these events are assessed as related to essure. This case is regarded as incident since a device removal was required (implied). The initial product technical analysis concluded based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Since lot number was provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Correction <17-sep-2015>: after internal review, it was noted that ptc result was received on 15-sep-2015. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after insertion she had chronic pelvic pain and constant bleeding for 3 weeks (interpreted as post-procedural bleeding). At 3-month hysterosalpingogram (hsg), it was noticed that right essure had migrated. After hsg test, she continued to bleed from there on (interpreted as post procedural bleeding). She underwent a partial hysterectomy and during surgery it was noticed that the right coil had lodged in her colon (device dislocation) and left coil was embedded into her uterus (device embedded). All these events are serious due to their medical importance and pelvic pain is also serious due to required intervention. All these events are listed in the reference safety information for essure. In this particular case, the temporal relationship between all events and essure therapy or essure procedure is compatible. Considering the suggestive temporal relationship, nature of events and lack of alternative explanation, all these events are assessed as related to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pelvic pain"), embedded device ("left essure was barely hanging off of the fallopian tube & was embedded into my uterus"), device dislocation ("right side had migrated/ coil was located somewhere between my abdominal wall and my bladder / had lodged into my colon"), the second episode of post procedural haemorrhage ("constant bleeding / I bled for 3 weeks (immediately after insertion)") and the first episode of post procedural haemorrhage ("continued to bleed after hsg test from there on") in an adult female patient who had essure (batch no. Unknown) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: lidocaine, codeine and epinephrine. Past adverse reactions to the above products included nausea with codeine. Concomitant products included medroxyprogesterone acetate (depo progevera). In 2014, 73 days before insertion of essure, the patient experienced the first episode of post procedural haemorrhage (seriousness criterion medically significant). In august 2014, the patient experienced the second episode of post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("occasional spotting"), procedural pain ("the hsg test was exaustingly painful during & after"), abdominal pain ("chronic, stabbing pelvic & abdominal pain radiating to my lower back & hips"), depression ("severe depression"), fatigue ("severe fatigue"), amnesia ("memory loss"), feeling abnormal ("brain fog"), sluggishness ("feeling sluggish"), hypertension ("high blood pressure") and gastrointestinal disorder ("colon/bowel type of issue"). The patient was treated with surgery (partial hysterectomy procedure done on (B)(6) 2015), surgery (partial hysterectomy procedure done on (B)(6) 2015) and surgery (partial hysterectomy procedure done on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, device dislocation, procedural pain, abdominal pain, sluggishness and gastrointestinal disorder outcome was unknown, the last episode of post procedural haemorrhage, vaginal haemorrhage, depression, fatigue and hypertension had resolved and the amnesia and feeling abnormal was resolving. The reporter considered abdominal pain, amnesia, depression, device dislocation, embedded device, fatigue, feeling abnormal, gastrointestinal disorder, hypertension, pelvic pain, procedural pain, sluggishness, vaginal haemorrhage, the first episode of post procedural haemorrhage and the second episode of post procedural haemorrhage to be related to essure. The reporter commented: during essure insertion, both ostia were identified. The cavity appeared normal. The essure device guidewire was placed in the right fallopian tube. The guide wire was pulled back until the gold band was visualized, button was pushed and the wheel was dilated back again until it stopped. Coils were released. They waited for few seconds to allow the coil to completely unwind and the guide wire was removed. Three loops of the coil were noted protruding from the right fallopian tube into the uterine cavity. The hysteroscope was then directed towards the left tubal os and the exact same procedure was performed on this side and again three coils was noted protruding into the uterine cavity upon removing guide wire. Since the essure removal she had, at the time of report, a colon bowel type of issue that the doctors were still trying to figure out, but most likely from the essure that was lodged into her colon for months before removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: left side was blocked but the right had migrated nuclear magnetic resonance imaging - in 2014: it was between abdominal wall and bladder on (B)(6) 2014, the cavity appeared normal. Three loops of the right coil were noted protruding from the right fallopian tube into the uterine cavity. Three loops of left coils was noted protruding into the uterine cavity. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the reported lot number, b60762, was invalid, the lot number remains unknown. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0092, awareness date 21-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) on (B)(6) 2014. Consumer reported that she had the essure procedure done on (B)(6) 2014. Immediately after the procedure she started to have problems. She had chronic pelvic pain and constant bleeding. She had been on the depo shot before and during this procedure for around 2 years and had never had her menstrual cycle, but after she had this procedure done she bleed for 3 weeks, then she would have occasional spotting thereafter. Once she did her 3 month hsg test, she was told that the left side was blocked but the right side had migrated, but he couldn't tell where it went. The hsg test was excruciatingly painful during and after. She was also told that she wouldn't have any bleeding after the test was done but for a few minutes. She continued to bleed from there on. So from the 3 month test on, she had several symptoms such as chronic, stabbing pelvic and abdominal pain radiating to my lower back and hips. Depression and feelings of hopelessness, severe fatigue, memory loss and brain fog and feeling sluggish, high blood pressure. That's just to name a few. She was really worried about the right essure floating around in her body somewhere, especially knowing that it could scar everything it touched. The physician decided to do an MRI to try to find the location of migrated essure. The report came back saying that it was located somewhere between her abdominal wall and her bladder. She was already having severe pelvic pain from the essure, so she was willing to do a hysterectomy to remove them. She had a partial hysterectomy procedure done on (B)(6) 2015. After she woke up from surgery, she was told that it was a good thing that she went ahead and had her uterus removed because the right essure had lodged into her colon and the left essure was barely hanging off of the fallopian tube and was embedded into her uterus. So, neither one of them were in place. Since the essure removal she had, at the time of report, a colon bowel type of issue that the doctors were still trying to figure out, but most likely from the essure that was lodged into her colon for months before removal. But other things have gone back to normal such as, a few months after removal, her blood pressure finally went back to normal ranges. She no longer suffered from severe depression or extreme fatigue. And she felt like she was more alert than she did when she was having problems with memory loss and brain fogginess. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after insertion she had chronic pelvic pain and constant bleeding for 3 weeks (interpreted as post-procedural bleeding). At 3-month hysterosalpingogram (hsg), it was noticed that right essure had migrated. After hsg test, she continued to bleed from there on (interpreted as post procedural bleeding). She underwent a partial hysterectomy and during surgery it was noticed that the right coil had lodged in her colon (device dislocation) and left coil was embedded into her uterus (device embedded). All these events are serious due to their medical importance and pelvic pain is also serious due to required intervention. All these events are listed in the reference safety information for essure. In this particular case, the temporal relationship between all events and essure therapy or essure procedure is compatible. Considering the suggestive temporal relationship, nature of events and lack of alternative explanation, all these events are assessed as related to essure. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring